Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was faded and discolored. Evaluation also found contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump powered on to a faded and discolored display screen. The display screen was replaced with a test screen and the display returned to normal. The keypad was found to be intact; however, all of the button symbols were found to be worn. All of the keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).